Event description:
Procedure: lap appendectomy. According to the reporter: the surgeon fired the device across the base of the appendix. The surgeon said once she reached the distal end of staple load and had completed the firing, the jaws would not open. The surgeon resected the device.